Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. Review of the pump data logs by tandem technical support showed that the insulin gauge decreased by 75 units in approximately 5 hours. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer will use the pump for continued insulin therapy.